Event description:
On (B)(6) 2021, lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioflex meter was reading inaccurately erratic. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call and additional information obtained when customer care listened to the call recording. The patient advised that she first noticed the alleged inaccuracy issue on an unspecified date, approximately 1 month prior to contacting lfs. The patient reported that on the morning of (B)(6) 2021, she tested her blood glucose and obtained readings of ¿420 and 197 mg/dl¿ with the subject device, performed within an unknown time of each other. The patient advised that she manages her diabetes with diet and exercise alone as she cannot take medication due to allergies. The patient stated that she ignored the results obtained and she denied making any changes to her usual diabetes management regimen. The patient reported that due to the elevated readings, she contacted her doctor; however, no further information was provided regarding this and it is not known if any advice was given by her doctor. The patient reported that later that day, on the afternoon of (B)(6) 2021, she developed symptoms of feeling ¿shaky and dizzy¿ and stated that her ¿eyes were hurting¿. The patient reportedly retested her blood glucose on the subject device and claimed obtaining results of ¿306 and 436 mg/dl¿. The patient advised the cca that she then went to urgent care where her blood glucose was reportedly measured at ¿288 mg/dl¿ on a hospital device and she was subsequently treated by a healthcare professional (hcp) with 2 units of insulin. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject device and that an approved sample site was used to obtain the results. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and required treatment from an hcp for an acute high blood glucose excursion after obtaining alleged erratic results with the subject device. The alleged inaccuracy issue could not be ruled out as a cause and/or contributor to the reported event.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed performance testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated; however, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.